Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The same day as peritonitis onset, the patient was hospitalized and treated with vancomycin (1gm/ stat/ intraperitoneal/ for 1day ) and injection ceftazidime (1gm/stat/ intraperitoneal/ for 1day). The next day, the patient was treated with injection ceftazidime (500gm/ once a day/ intraperitoneal/ ongoing) and injection amikacin (250mg/ once a day/ at bedtime/ intraperitoneal/ ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and recovered from peritonitis. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.